Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 27-sep-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50x16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified distal stent damage. The distal half of the stent was damaged with struts stretched in a distal direction. The undamaged proximal crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.